Manufacturer narrative:
During preparation/flushing of a 125 cm. 4 fr. Tempo vertebral catheter, a leakage was confirmed from the side of its distal tip. Therefore it was replaced with a new catheter. The procedure finished successfully. There was no reported patient injury. No target lesion/lesion characteristic information was provided. Additional information received indicated that the product was discarded at the account and is not available for analysis. A picture of the reported product issue or product is not available. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. No additional information is available.   The device was not returned for analysis. A device history record (DHR) review of lot 17158126 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿catheter (body/shaft) leakage ¿ during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage reported could not be determined. Based on the limited information available for review, procedural/handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters, and specifically the 4f (1.35 mm) infiniti® pigtail catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.   Please note that this is the initial/final report for this product.

Event description:
During preparation/flushing of a 125 cm. 4 fr. Tempo vertebral catheter, a leakage was confirmed from the side of its distal tip. Therefore it was replaced with a new catheter. The procedure finished successfully. There was no reported patient injury. The product was not clinically used and it will not be returned for analysis. No target lesion/lesion characteristic information was provided. Additional information received indicated that the product was discarded at the account and is not available for analysis. A picture of the reported product issue or product is not available. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. No additional information is available.